Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. The customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, the customer received a cartridge alarm 19 during basal delivery. The customer was able to load a new cartridge successfully. Then, an occlusion alarm occurred during basal delivery. As the customer changed the supplies to the pump prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. Reportedly, the customer's blood glucose level ranged from 189-289 (mg/dl). The customer delivered a correction bolus to address bg level. The customer reported the suspected cause of the elevated bg level to be due to the food that had been consumed, and declined further troubleshooting for elevated bg level.